Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3387s-40, lot# v985514, implanted: (B)(6) 2012, product type: lead. Product ID: 3387s-40, lot# v875201, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported there was an infection. The surgical procedure was the day prior to report. The infection was in two extension wires that the patient had, as well as an implantable neurostimulator (ins). It was unknown when the infection started or was identified. The ins and both extensions were removed. The doctor then hooked up two new extensions to the lead wire and kept the extensions externalized. The patient¿s ins that was removed was then attached to the extensions. It was noted ¿basically both extensions and the ins were externalized at the time of report with the lead wires implanted.¿ that was done so the patient could continue to have therapy for 1 week as the neurologist would titrate medication before the entire system would be removed in 1 week time. The patient would then go on antibiotics and be implanted again at a later date. If the patient were without the deep brain stimulator (dbs) he would be immobilized. Additional information received reported it was unknown if the patient had meningitis along with the patient outcome and culture being unknown as well. It was further reported the patient had a full system explant 7 days after initial report. The patient was doing well and would be implanted again in the spring time.

Event description:
Additional information received reported the healthcare professional (hcp) was concerned about infections related to deep brain stimulation. The hcp had experienced several infections approximately one year post implant at the lead site and implantable neurostimulator (ins) pocket.